Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the er320 clip applier was used to clip the cystic artery. After placing the clips, it was noted that they fell off the vessel. The surgeon had not cut the vessel yet, another er320 was used and the case completed. There was no consequence to the pt.